Event description:
It was reported that the joystick of the omd was intermittently failing causing a gross loss of c arm movement functionality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. The joystick will be replaced once funding is made available. No further problems are anticipated following replacement. An additional report will be generated and submitted if further information become available.